Manufacturer narrative:
(B)(4).

Event description:
The facility reported a flogard infusion pump that presented "alarm 66". It is unknown if this event occurred during patient use. There was no report of patient/user injury or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of a flogard infusion pump with an "alarm 66" was confirmed in the sample evaluation and event history log review. The cause of the problem was a blown fuse. The fuse was replaced to correct the problem.